Manufacturer narrative:
H3. Product analysis determined that the visual inspection confirmed only the drainage line assembly and the drainage bag was returned unused. The catheter, puncture needle and drainage system was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that during the lumbar cistern puncture drainage, the tip of the puncture needle lacked sufficient hardness, causing it to bend, twist, and deform, making it unable to puncture. The doctor used two puncture needles, both had bent tips, making normal puncture and insertion impossible. A third needle was used and was successfully inserted. There was a procedure delay of 30 minutes. The patient's status was alive- no injury.